Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is expired. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ indicating that the device exhibited symptoms of a low battery. There was no reported patient involvement. A philips field service engineer evaluated the device and replaced the device's battery to resolve the issue. The device was successfully repaired and returned to service. The device remains at the customer's site. No further action is warranted at this time.